Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's magnet and the internal fixture was explanted on (B)(6) 2015 due to an unknown reason and the patient was reimplanted with a cochlear implant.